Event description:
It was reported that air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx closure device and delivery system (wds) were inserted. Prior to release of the wds, a contrast injection was performed. While injecting the contrast into the laa, air was observed leaving the wds under fluoroscopy. The patient experienced a decrease in blood pressure and st segment elevation. The cine imaging performed during the contrast injection was replayed and a few faint air bubbles were observed in the left atrium. A small bolus of phenylepherine was administered and a coronary angiogram was performed showing no air inside the coronary arteries. After several minutes, the st segment elevation resolved, and the patient's blood pressure stabilized. A trivial pericardial effusion (pe) was also noted. The wds was successfully released in the intended location. Post-procedure the patient was awake and alert. The patient was kept overnight for observation. A transthoracic echocardiogram (tte) was performed the following day for monitoring of the trivial pe. Tte revealed that the pe had decreased and was negligible. The patient was discharged that day.

Manufacturer narrative:
Section b1 adverse event/product problem: added product problem.

Event description:
It was reported that air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx closure device and delivery system (wds) were inserted. Prior to release of the wds, a contrast injection was performed. While injecting the contrast into the laa, air was observed leaving the wds under fluoroscopy. The patient experienced a decrease in blood pressure and st segment elevation. The cine imaging performed during the contrast injection was replayed and a few faint air bubbles were observed in the left atrium. A small bolus of phenylepherine was administered and a coronary angiogram was performed showing no air inside the coronary arteries. After several minutes, the st segment elevation resolved, and the patient's blood pressure stabilized. A trivial pericardial effusion (pe) was also noted. The wds was successfully released in the intended location. Post-procedure the patient was awake and alert. The patient was kept overnight for observation. A transthoracic echocardiogram (tte) was performed the following day for monitoring of the trivial pe. Tte revealed that the pe had decreased and was negligible. The patient was discharged that day.